Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 9 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). Loss of external power events were active on 18jan2024 from 19:03:57 ¿ 19:04:06, and on 22jan2024 from 15:02:28 ¿ 15:02:33 that were associated with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power to the mpu was identified, if the mpu was exchanged, and if so, would the mpu be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had external power disconnect alarms. The log file contained 2 loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to have resolved once external power was completely restored. These types of events could be caused by alternating current (ac) power outages, faulty home power outlet, or by poor mpu ac connection, and in some cases patient error. It was recommended to ensure the mpu ac power cord was fully connected to wall power as well as completely locked into the mpu ac input.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.